Event description:
After one week of implant, the patient received audible alert. Upon interrogation, high pacing lead impedance was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.